Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient developed a pneumothorax requiring a chest tube and hospitalization. Two bilateral nodules were biopsied. The first nodule was in the left upper lobe and biopsied without issue. The second biopsied nodule was 13mm in size and situated in the right lower lobe along the transverse minor fissure; therefore, the physician remained conservative with the biopsies. While concluding the procedure, a portable chest x-ray was performed, and the physician saw a possible pneumothorax due to the nodule location. A subsequent CT scan confirmed a pneumothorax; therefore, a 10-12 french chest tube was placed. The patient was initially admitted for hypercalcemia prior to the ion procedure and was scheduled to be monitored for 1¿2 days. Diagnostic findings revealed an atypical infection, which necessitated extended hospitalization for a 6-day antibiotic regimen. The patient has since completed treatment and been discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.